Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2012-02237 / 02238 & 1825034-2013-02276 / 02279).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of a revision procedure due to personal injury. Additional information received in patient medical records indicates that left total hip arthroplasty was performed on (B)(6) 2008 and right total hip arthroplasty was performed on (B)(6) 2010. Patient medical records further indicate that a left hip revision procedure occurred on (B)(6) 2011 and a right hip revision procedure occurred on (B)(6) 2012. The operative notes confirm that both revision procedures were performed due to loosening of the acetabular cup and evidence of metallosis. The acetabular cups, modular heads and taper inserts were removed and replaced during both revision surgeries. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.